Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer septal occluder was selected for implant using an unknown sized abbott unknown delivery system. During procedure, the discs deformed with a bulbous shape and was subsequently removed from the patient. There were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The deformed device was never released from the delivery cable while inside the patient. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. Information from field indicated that there were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.